Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported MRI compatibility guidelines were requested. The patient told the reporter he had two pumps and one of them did not work. It was reviewed there was only one pump registered to the patient besides the one that had been explanted. It was noted the patient had very little information and no other details were known at this time. The hcp would x-ray to determine if the patient had two devices. Patient symptoms were not reported. The event date was asked and unknown. No further complications were reported/anticipated or expected.